Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 778 mg/dl. The customer stated that she began experiencing high blood glucose levels a few days prior to the hospitalization, and was vomiting. The customer stated that the insulin pump had a blank screen at the time of the call. Troubleshooting was performed, and the issue was resolved. The customer added that she got food poisoning which also contributed to her elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.